Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.3 cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on ((B)(6) 2025). The patient's blood glucose levels reached an unknown level while wearing the device but mentions that blood glucose levels were high. Symptoms reported include hyperglycemia and feeling unwell. The patient was treated with insulin drip. The device was worn when seeking medical attention. At the time of the report, the patient was still in the hospital. It was also reported that the patient's system would not allow him to discard the previous pod that had expired.